Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after completing an endoscopic retrograde cholangiopancreatography (ercp) procedure and withdrawing the scope, the patient was transferred to a standard hospital bed and suctioned. After completion of suctioning, the patient was noticed making chewing movements and it was found that the ercp scope distal tip cap had detached in the patient's mouth. The cap was removed. There were no patient complications or harm as a result of the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported event could not be confirmed, however, the reported detached distal cover, was likely caused partially or wholly by the user of the device, including sample handling. The event can be prevented but following the instructions for use which states: section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. (Page 6, instruction manual). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.